Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Customer reverted to manual injections to address bg. Customer could not troubleshoot with tandem technical support. No additional information was available. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.